Manufacturer narrative:
The event date was estimated to be (B)(6) 2018 with the month and year valid. The device remains implanted, and therefore, it could not be returned for a thorough analysis. Angiographic images were received and reviewed. Images of the valve load confirmed that the load was good per medtronic¿s best practices. It was noted that the images and related information provided were of the initial implant and not of the post percutaneous coronary intervention (pci) procedure that occurred three months following the implant of the valve. Cine images showed a balloon angiogram that confirmed coronary perfusion and the native left coronary cusp (lcc). The imaging provided also showed that during the balloon angiogram, the lcc of the native valve appeared shorter than the left coronary ostial take-off. The imaging showed that neither the patient¿s native valve leaflet nor the evolut valve (if implanted at 3-5 millimeter (mm) per medtronic best practices), appeared to be able to block the coronary artery in the sinus of valsalva. This was also confirmed with the review of the measurements taken from the (B)(6) report that showed the patient¿s left coronary artery (lca) height to be 10.0mm and the right coronary artery (rca) height to be 12.4mm. Cine images showed a deployment at 80% in a deep position and confirmed a second deployment attempt in a good starting position. Cine images showed the valve at one-third deployed and the angiogram showed the left anterior descending (lad) artery with the appearance of a lesion in the proximal portion of the vessel. There was evidence in cine imaging that showed a possible lesion in the proximal lad when the valve was partially deployed and at 80% deployed. The lesion location was at the proximal portion of the lad. The next cines showed the valve partially deployed, then 80% deployed, however, it was still in a shallow position. An angiogram of the valve after deployment confirmed a shallow depth and the transesophageal echocardiogram (tee) was blocking the view of the coronaries. However, the imaging also confirmed that the final deployment positioning resulted in a shallow implant around 1-2mm. Medtronic best practices are to implant at 3 to 5mm implant depth. There was no tee imaging to confirm adequate hemodynamics. In summary, it appeared that the evolut valve was implanted too shallow at 1-2mm which may have resulted in coronary occlusion; however, there were no images confirming or denying that the shallow positioning of the valve led to coronary occlusion. In addition, the visual observation on the angiographic images showed that the patient already had what appears to be a partial coronary blockage (lesion), on the proximal lad. The implantation depth combined with the patient¿s pre-existing condition may have then resulted in myocardial infarction. Review of the device history review (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three months after the implant of this transcatheter bioprosthetic valve, angiography revealed a left coronary artery occlusion resulting in acute myocardial infarction. Subsequently, percutaneous coronary stenting was performed successfully. Per the physician, the skirt of the valve partially obstructed blood flow via the sinus of valsavla, which caused the coronary artery occlusion. It was reported that coronary blood flow was present, confirmed by angiogram before final deployment of the valve. Angiogram was not performed following deployment as transesophageal echocardiogram (tee) indicated adequate hemodynamics. It was noted that the implant depth following implant was 0/1 mm and that the implant depth remained unchanged at the time of the coronary occlusion. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.